Manufacturer narrative:
(B)(4). Batch #: t93g43. Investigation summary: the handpiece was received disassembled and the ¿transducer assembly¿ attached to a harh45 device. The nose cone was cracked. The "transducer assembly" was forcibly removed from the disposable. No functional testing could be done due to the condition of the returned device. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The end cap was disassembled to inspect remaining components. The moisture indicator was positive. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is probable that the ingress of moisture affected handpiece functionality. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during a robotic partial cystectomy and sigmoid resection procedure that, prior to use on the patient, it was noticed that the assembly of the har and the handpiece didn¿t feel right. Scrub tech then tried to remove the har from the handpiece and realized it was stuck. Another handpiece and harmonic were used to complete the procedure. There were no adverse consequences for the patient.